Event description:
It was reported that the patient was experiencing pocket stimulation. The lead had decreased and varying impedance and high thresholds. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.